Manufacturer narrative:
Concomitant medical products: 6935-65 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received a shock. A remote monitoring transmission indicated that a possible inappropriate shock had been delivered for ventricular fibrillation; however, review was unable to rule out if the rhythm was atrial arrhythmia with rapid ventricular response versus dual arrhythmia. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician indicated that the rhythm was atrial fibrillation with rapid ventricular response. The patient had a right thoracentesis and then transesophageal echocardiogram with cardioversion.